Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient was seen in clinic on (B)(6) 2025. Device interrogation revealed telemetry lockout due to excessive bluetooth telemetry usage. The patient is now connected.